Event description:
Confined to the sofa and bed/not able to ambulate [mobility decreased]. Swelling, pain and numbness in her left knee [injection site numbness]. Swelling, pain and numbness in her left knee [injection site joint swelling]. Swelling, pain and numbness in her left knee [injection site joint pain]. Case narrative: initial information received on 05-dec-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 88 years old female patient who was confined to the sofa and bed/not able to ambulate and experienced to swelling, pain and numbness in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included monovisc. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 16 mg for once only for osteoarthritis in left knee. On the same day, patient immediately experienced swelling, pain and numbness in her left knee (injection site joint swelling) (injection site joint pain) (injection site hypoaesthesia) (batch number; expiry date: unknown). The healthcare professional her that she "walk it off" in a few minutes, but she ended up needing assistance to get to the car. She did go in to see the provider who usually administers her injections and was told at that time that she had received synvisc rather than monovisc. She was not given a reason for changing without letting her know. Patient had been confined to the sofa and bed (mobility decreased) (batch number; expiry date: unknown). She was not able to ambulate and remained in severe pain. She did not receive the second and third injections due to the severity of her reaction to the first one. Patient did not have no sensitivities to poultry or eggs and ate both frequently. Action taken: drug withdrawn for all the events it was not reported if the patient received a corrective treatment for the event (confined to the sofa and bed/not able to ambulate, experienced to swelling, pain and numbness in her left knee). Outcome: not recovered/not resolved for all the events. Seriousness criteria: disability for all the events. A product technical complaint (ptc) was initiated on 05-dec-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 13-dec-2024 with summarized conclusion as no assessment possible. Additional information was received on 13-dec-2024 from the quality department. Global ptc number and ptc results added. Text amended accordingly.

Event description:
Confined to the sofa and bed/not able to ambulate [mobility decreased] swelling, pain and numbness in her left knee [injection site numbness] swelling, pain and numbness in her left knee [injection site joint swelling] swelling, pain and numbness in her left knee [injection site joint pain] case narrative: initial information received on 05-dec-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 88 years old female patient who was confined to the sofa and bed/not able to ambulate and experienced to swelling, pain and numbness in her left knee with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included monovisc. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 16 mg for once only for osteoarthritis in left knee. On the same day, patient immediately experienced swelling, pain and numbness in her left knee (injection site joint swelling) (injection site joint pain) (injection site hypoaesthesia) (batch number; expiry date: unknown). The healthcare professional her that she "walk it off" in a few minutes, but she ended up needing assistance to get to the car. She did go in to see the provider who usually administers her injections and was told at that time that she had received synvisc rather than monovisc. She was not given a reason for changing without letting her know. Patient had been confined to the sofa and bed (mobility decreased) (batch number; expiry date: unknown). She was not able to ambulate and remained in severe pain. She did not receive the second and third injections due to the severity of her reaction to the first one. Patient did not have no sensitivities to poultry or eggs and ate both frequently. Action taken: drug withdrawn for all the events. It was not reported if the patient received a corrective treatment for the event (confined to the sofa and bed/not able to ambulate, experienced to swelling, pain and numbness in her left knee). Outcome: not recovered/not resolved for all the events. Seriousness criteria: disability for all the events.